Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to water. The device was vibrating without an alarm or alert. The insulin pump¿s display went blank immediately after the insulin pump¿s exposure to moisture. The customer¿s blood glucose was 360 mg/dl which they treated with a manual injection. The device will be replaced and returned for analysis.

Manufacturer narrative:
The device was received with blank display due to moisture damage at electronic and motor assembly. The device monitored and no constant tone and vibration anomaly during battery insert. The device was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker and cracked lcd window.